Event description:
According to the scrub tech the sheath kept shredding. Add'l info rec'd via maude report on (B)(6) 2013: pt had cystoscopy, bilateral retrograde pyelography, left ureteroscopic holmium yag laser lithotripsy, stone retrieval, left double j stent exchange, and right double-j stent exchange for a f-french open-ended ureteral catheter. A 14-french x 35 cook ureteral sheath and obturator was then passed over the amplatz wire through the urethra and into the bladder up the uretor under fluoroscopic control. During the procedure the cook ureteral access sheath began flaking plastic particles into the distal uretor intra-op. These particles had to be retrieved thus resulting in lengthened time under anesthesia. The surgeon then replaced the cook ureteral sheath with a 14x55 cm sheath. Pt outcome was not provided by the reporter.

Manufacturer narrative:
Removal of device portions is not labeled in the IFU. Damage from other devices is discussed in the IFU. The used dilator and sheath were received. The dilator was very difficult to remove from the sheath. With much pressure the dilator was finally released from the sheath. It was noted that the inner liner of the sheath had been scraped off into multiple longitudinal strips, which were protruding from the distal end of the sheath. In addition, it was observed under magnification that the hydrophilic coating on the outer surface of the dilator had been scraped, starting 8cm from the hub and extending to within 3cm of the distal tip. During MFR and inspection, the device is verified for functionality, the dilator and sheath are verified for proper fit, and the coating is checked. Most likely the inner liner of the sheath was damaged during use by an instrument of undetermined origin. We will continue to monitor for similar complaints. A risk assessment was reviewed and no action is necessary at this time due to low risk and high detectability.